Event description:
Boston scientific received information that during a follow up high thresholds were revealed on this left ventricular lead. A lead dislodgement was suspected, and a revision procedure took place to reposition this lead. The lead was successfully repositioned and the device was reprogrammed. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.